Manufacturer narrative:
The customer provided two test strip lots that were used for the patient measurements. The information for what specific test strip lot was used for the patients was not provided. This medwatch will cover test strip lot 19664011. Refer to medwatch with a1 patient identifier (B)(4) for information on test strip lot 27216112. The customer provided additional patient information. Patient 1 had a therapeutic range of 2.5 - 3.5 inr. Patient 2 had a therapeutic range of 2 - 3 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 196640) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients from a coaguchek xs meter. The meter serial number was not provided. For patient 1 the result from the meter was 5.6 inr and the result from the laboratory was 3.9 inr. For patient 2 the result from the meter was 5.8 inr and the result from the laboratory was 4.4 inr. There was no allegation of an adverse event.